Event description:
Hospital states: "using ok drill to stabilize fractured mandible. When dr. Was drilling, the bit broke in 2 pieces. Both were retrieved. Second drill bit then used. Second drill bit broke off in mandible. Unabe to retrieve part(3/4 inch). Part remains in pt. Dr. Proceded with different instrumentation. Note: drill guide + depth gauge were used.